Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged from the atrial appendage position and rested near the tricuspid valve. The patient also complained that their heart rate was racing. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.